Event description:
It was reported that during the implant procedure, the helix was deployed and retracted multiple times. Eventually could not get helix to retract back to try and re-position lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix fully extended and the guide tooth was damaged, visually. However, the helix was able to be extended and retracted within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.